Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: an image provided by the site confirms that the vinf went up to 1404.8 ml. The event log was reviewed, and there was an abrupt power off during an infusion. During the event log review I also was able to confirm the vinf on this infusion did go up to 1404.8 ml. Refer to the line below: event 570: log_event_stop time: 165:05:42 vinf: 7812832 stop reason: log_stop_cause_e01 eventbytes: 04 05 42 77 36 e0 20 f8 the reported issue of the infusion parameters changing during an infusion is confirmed. The vinf changed to 1404.8 ml's even though there was no volume infused on a new infusion. The pump does not meet passing criteria.

Event description:
Healthcare professional reported "pump was 100ml total volume and probably still had about 10-12ml's left in it when I went out to check on it. But was still also saying that there was 73.7ml's left to infuse." Pump was stating there was 73 ml left, but there was actually only 10-12 ml. The vinf of the pump was also 1404.8 ml which is not what was programmed. Pump was actually set to be an 100 ml infusion over 48 hours. Medication being infused was 5fu. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.